Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reports rupture and silicone migration diagnosed with mammography test and ultrasound test. The device remains implanted. This record relates to the right side.

Event description:
Additional report from the patient who provided diagnostic testing, "rupture of right device with enlarged lymph nodes in right axilla. Diagnosis: central quadrant neoplasm of the right breast: high-grade comedo-carcinoma in situ, with mucinous invasive component: total neoplastic area 0.7 cm, invasive area 0.3 cm. Neoplastic area touches deep margin. Other margins unscathed. Right axillary lymph nodes; conspicuous picture of silicone lymphadenopathy. Right periprosthetic capsule: diffuse silicone infiltration with foreign body granulomatous reaction; diffuse superficial inflammation with synovascularisation. Absence of atypical elements¿. The device has been explanted.

Event description:
Patient reports rupture diagnosed with mammography test and ultrasound test. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture, lymphadenopathy, cancer breast-ndr, silicone migration, granuloma and inflammation/irritaton was reviewed on 28-april-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenophaty: unable to observe as it is a medical event that is not related to the device. Cancer breast-ndr: not applicable as the event is not related to the device silicone migration:unable to observe as it is a medical event that is not related to the device. Granuloma:unable to observe as it is a medical event that is not related to the device. Inflammation/irritation:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports right side rupture diagnosed with mammography test and ultrasound test. Additional report of ¿rupture of right device with enlarged lymph nodes in right axilla. Diagnosis: central quadrant neoplasm of the right breast: high-grade comedo-carcinoma in situ, with mucinous invasive component: total neoplastic area 0.7 cm, invasive area 0.3 cm. Neoplastic area touches deep margin. Other margins unscathed. Right axillary lymph nodes; conspicuous picture of silicone lymphadenopathy. Right periprosthetic capsule: diffuse silicone infiltration with foreign body granulomatous reaction; diffuse superficial inflammation with synovascularisation. Absence of atypical elements¿. The device has been explanted. Record is for right side.